Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information in mw5171190: "it was reported that the patient had a titan implant that ruptured. The physician replaced the cylinders with (B)(6) cylinders. At a later date, another procedure was performed to replace the genesis pump with a (B)(6) pump. Current cylinders appear to be an impending erosion at the tips, so the cylinders and pump were both replaced with (B)(6) components, but a coloplast reservoir remains. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). " this report captures the titan that reportedly "ruptured".